Event description:
It has been reported to co that during the procedure the physician experienced difficulty torqueing the wire. Upon removal of the device, it was noticed that the distal part of the wire had broken. Reportedly, the wire bent away from the fixed core but did not break off. There was no clinical significance to the pt. This device is not being returned for co's analysis.